Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing and luer lock. The infusion set tubing was changed out resolving the air bubbles. Blood glucose was 280 mg/dl.